Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the jaws yielded. The instrument was cycled and fed the remaining clips; however, it did not form properly the remaining clips.

Event description:
The customer reports that during, a procedure, they could only get 2 clips to come out of the device when it was fired. There were no pt consequences. They opened a new one to complete the procedure. One device will be returned.